Manufacturer narrative:
The event of atrial lead noise was previously reported in MFR report number 2017865-2015-01567.

Event description:
It was reported that during follow-up in clinic, several noise and auto mode switching episodes were observed on the atrial lead. It was noted that the patient had been experiencing atrial lead noise since 2014. There were also occasional high ventricular rate episodes caused by ventricular lead noise. It was suggested that if the noise was not external, it may be caused by a clavicular crush or a lead-to-lead abrasion. Further testing and programming changes were recommended. No changes were made. The patient was asymptomatic and will continue to be monitored.